Manufacturer narrative:
Voluntary medwatch mw5114309. Manufacturer's investigation conclusion: the reported event of damage to the battery contacts was confirmed; however, the reported event of a b0010 alarm was not confirmed. The 14v li-ion battery was returned for analysis and it was noted that the battery contacts were damaged. The battery had 1 flashing fuel gauge led lit upon return. When placed in the universal battery charger (ubc), no atypical alarms were active, and it was accepted for charge. The 14v li-ion battery underwent a charge/discharge test and functioned as intended. The battery was connected to mock loop and test equipment and a power cable disconnect alarm was active. The battery was fully charged, and the alarm did not resolve when used with different battery clips. The battery was opened, and fluid ingress was observed on the interior of the battery on several components of the printed circuit board (pcb). The root cause for the reported damage to contacts was unable to be conclusively determined through this analysis. The root cause for the reported b0010 alarm was unable to be conclusively determined through this analysis; however, the observed fluid ingress appears to be related. The testing records were reviewed for the 14v li-ion battery and it was found that the battery operated as intended. Heartmate iii instructions for use section 3 entitled ¿powering the system¿ and heartmate iii patient handbook section 3 entitled ¿powering the system¿ states ¿keep the battery charger dry and away from water or liquid. If the battery charger comes into contact with water or liquid, it may fail to operate properly or cause an electrical shock¿. Heartmate iii patient handbook section 4 entitled ¿living with the heartmate 3¿ states ¿never expose the system controller or batteries to water.¿ heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook section 10 entitled ¿safety checklists¿ states ¿clean the exterior surfaces of batteries using a clean, dry cloth. Do not use liquids such as water or liquid cleaning solvent to clean batteries. Keep the batteries dry and away from water and liquid¿. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that two of the patient's batteries were exposed to a small amount of water while in their backpack. After the water exposure irregularities were noted on gold plating of the batteries. An error message also occurred while attempting to charge one of the batteries. Another attempt was made to charge the batteries, and one charged while one did not, no error message was seen at that time.